Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total hysterectomy, during the vaginal cuff closure, the device was difficult to toggle, load and unload. The device handle locked up itself and would not open after loading, the scrub tech opened it and seemed to pass back and forth, then he was able to run three stitches, but the needle broke in half (out of the tissue) when it passed in the air. They found the needle fragment and resolved the issue. The patient is alive with no injury. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a non-reportable event. If information is provided in the future, a supplemental report will be issued.